Event description:
It was reported that the patient underwent a procedure for dlif at l2-3. The surgeon used a light source and when it was removed from the tube the surgeon placed the light source on the drape which subsequently burned the patient on the shoulder area. The burn was treated and there were no further complications.

Manufacturer narrative:
(B)(4). Location: hospital . The device was not returned to the manufacturer for evaluation.